Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, one indicating secondary motor engagement and one for speaker voltage being too low when off. This code is often generated during onboard battery exchange while operating driver only on battery power or if onboard battery is not fully latched in place causing communication errors and possible alarm. Visual inspection of external components found the connector installed on the left driveline damaged. Visual inspection of internal components found no abnormalities. All four onboard batteries were also visually inspected with no abnormalities observed. Freedom driver failed incoming inspection for incorrect pressures, out of specification cardiac output, and continuous fault alarm. Freedom onboard battery s/n (B)(6) failed incoming inspection due to an out of range cycle count. Remaining batteries passed all functional testing for incoming inspection. An additional test was performed after replacing damaged driveline connector. Driver passed all functional testing. Driver re-tested with all four batteries inserted and removed alternately repeatedly. No alarms or failures produced. Customer complaint could not be confirmed or replicated. Failure investigation for this complaint could not confirm the reported issue. Although visual inspection found the left driveline damaged, this did not contribute to the customer complaint. Test failures were related to the damaged driveline connector. The specific customer complaint was not replicated; root cause was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Freedom driver and all four onboard batteries functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardial certified hospital, reported that the freedom driver exhibited a fault alarm during an onboard battery exchange while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during an onboard battery exchange while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was switched to a backup driver.